Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017. Explant date: (B)(6) 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17354095. Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 17055738.

Event description:
It was reported that the patient was experiencing overstimulation due to lead migration. The patient underwent an explant procedure. The explanted devices were not returned. No further information has could be obtained despite good faith efforts.